Event description:
It was reported that the patient presented for revision of the right ventricular lead on (B)(6) 2024. The lead was capped and replaced due to high defibrillation impedance. The patient was stable.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 and d6b.